Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The physician made the determination to explant and replace the catheter on (B)(6) 2019.